Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg was unable to communicate with external devices, following an unrelated surgical procedure on (B)(6) 2019. Troubleshooting was attempted to no avail. Later the ipg was deemed inoperable. Surgical intervention may occur later to address the issue.

Event description:
Additional information received advised that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy resumed post procedure.